Event description:
Neopicc catheter secured as per guidelines. Dressing intact. Upon inspection catheter found "snapped" at point where catheter joins heart shaped hub. Remaining catheter removed from infant.